Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained by the manufacturer and will be repairing unit. He disassembled the roller pump and called technical support for part numbers for snap rings and grease.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occlusion knob on the roller pump would not turn. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.